Event description:
The account alleges that during an endovascular procedure, the catheter tip detached within the patient. The physician had acquired vascular access and during catheter manipulations over a guidewire under fluoroscopy the catheter tip detached. The physician was able to successfully externalized the foreign body from the patient with a vascular snare device thus liberating the vessel. The patient tolerated the procedure well. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for investigation. The device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.